Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was received by the manufacturer which indicated that the patient expired with the cause of expiration being "intracranial bleed." No further information is available at this time.

Event description:
Additional information: it was reported that the patient expired due to a suspected intra-cranial bleed. The patient's spouse refused an autopsy so the pump is not available for evaluation.

Manufacturer narrative:
Additional information: the pump and associated equipment were not returned. A correlation between the device and the reported event of a intracranial bleed could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as possible adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire additional information regarding the reported event. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.